Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was dislodged, it was inside the shaft of the device, the shaft, the brim cap and the silicone ring were found in good condition. The experienced resistance was related to the hemostatic valve separation, after the extraction of the valve no resistance was observed. Due to the condition of the hemostatic valve, an internal action was opened. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001866 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged within the shaft of the device. The finding was identified on (B)(6) 2022. It was initially reported by the customer that there was resistance when trying to advance the dilator through the sheath. The sheath was exchanged and the procedure continued. No patient consequences were reported. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.